Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline disconnect alarms and a controller exchange was confirmed via analysis of the submitted log file. The heartmate 3 system controller serial number hsc-(B)(6) was not returned for analysis. The submitted controller event log file contained data spanning 7 days (01oct2023 ¿ 06oct2023 ¿ 28nov2023 ¿ 29nov2023 per the timestamp). Data captured on 28nov2023 and 29nov2023 was captured when the driveline was disconnected, indicating that the controller had been exchanged. The log file captured a driveline disconnect alarm active on 06oct2023 at 0:14:45 ¿ 0:15:06. The driveline was then reconnected briefly, indicating that the patient attempted to exchange the controller (this is further addressed via the pump investigation). The driveline was then disconnected once again from 0:15:24 ¿ 0:17:59 and remained disconnected, indicating that the controller was exchanged. The controller was disconnected from external power on 06oct2023 at 0:17:55 and was turned off at 0:17:59. The controller was then turned back on briefly on 28nov2023 at 15:00:26 ¿ 29nov2023 at 9:46:25 and the driveline was not connected, indicating that the patient successfully exchanged the controller. Provided information stated that it is unknown if the patient struggled with the controller exchange and the controller will not be returning for analysis. The root cause of the controller exchange was determined to be due to the patient having felt a weird feeling; however, the root cause of the weird feeling could not be conclusively determined through this analysis. The heartmate 3 patient handbook, rev d - section 2 ¿how your heart pump works¿ explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. The heartmate 3 patient handbook, rev d - section 5 ¿alarms and troubleshooting¿ covers all alarms (visual and audible), and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller serial#: hsc-(B)(6) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # (B)(4).

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient performed a controller exchange at home on (B)(6) 2023. The patient had not reported this to their care providers before on (B)(6) 2023 during a clinic visit. The patient reported having felt ¿weird¿ with no left ventricular assist device (lvad) alarms and decided to complete a controller exchange in an attempt to feel better. Due to it¿s age and physical condition (normal wear and tear), the care provider decided to replace the controller the patient had been using prior to on (B)(6) 2023. The patient received a brand new backup controller and 11 volt emergency backup battery. A review of the log file revealed no unusual events before the controller exchange. The pump operated as intended. The log file and controller alarm history showed multiple driveline disconnections and reconnections at the time of the controller exchange, which indicated to the care provider that the exchange may have been done haphazardly.